Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose of 500 mg/dl at the time of the incident. The customer was also using infusion sets faster than normal. The customer used a manual injection to treat. The customer was using infusion sets over 3 days to space them out. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The infusion set will not be returned for analysis.